Manufacturer narrative:
Device evaluation: the arrow was pointing upwards, but the thermal dose threshold (tdt) lines were growing in a leftwards pattern. This is a blue pixel phenomenon where the cold regions are above and below the probe in the image, and the hot regions are left and right of the probe.

Event description:
It was reported that during an ablation procedure, the physician discovered that during the probe laser output at 100%, the heating did not seem to occur where the arrow in the probe's eye view was pointing, but rather 90 degrees counter-clockwise. The physician had to overcompensate the heating arrow to adjust correctly. When the case was completed, the clinical specialist checked that the collar was secured to the bolt and had not unintentionally rotated- which it had not. There were no patient complications reported in relation to this event.